Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the hospital for device change out due to normal eri. It was noted that low, out of range hv lead impedance was observed during a prior follow up. The lead was capped and replaced. The patient condition was fine.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.1cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.